Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer obtained a sensor scan of 64 mg/dl compared to 243 mg/dl from an hcp/adc meter. These results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. The customer experienced symptoms of nausea, headache, and xerostomia (dry mouth) and had contact with a healthcare professional who administered rapid insulin (dose unknown) for treatment. There was no report of death or permanent injury associated with this event.